Event description:
It is reported that prior to being used on the patient, the stent broke once removed from it's original packaging.

Manufacturer narrative:
The sample is forthcoming. Once the sample is received and evaluated, a MDR supplemental will be filed.